Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run and there was excessive liquid residue and oxidation detected inside. It was further determined that the device failed pretest for check air hose coupling, check for air leak, check for noticeable untrue running, check for excessive noise and check starting behavior at 3 bar. It was noted in the service order that the device would not lock any attachment devices and did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.